Event description:
Event description guidant received information that during the implant of this ventricular lead, it became stuck in the cordis tendanae of the patient's tricuspid valve. All measurements were within normal limits, so the lead was implanted. One week post-implant, a chest x-ray revealed the lead had moved, and thresholds increased. One month post implant, thresholds increased again, therefore, the ventricular lead was surgically abandoned because it could not be explanted or repositioned. An attempt to explant the atrial lead due to blood in the insulation was unsuccessful, as it could not be removed, and it remains implanted. The pacemaker was explanted due to a missing seal plug, and a culture of the pacemaker pocket was negative for infection.